Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station was down and stuck in black screen. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-jun-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of in this incident, it was determined that station was down. A technical support specialist (tss) reached out to the customer to investigate. However, the customer resolved the issue. The system functioned as intended after customer resolved the issue.